Event description:
(B)(4) technician stated, "was dispatched to the end user to assess a clicking noise and jerking issue with their wheelchair then the chair stopped working". No injury alleged.

Manufacturer narrative:
(B)(4) - RMA (B)(4) has been initiated for this issue. Model m51, serial number/date code (B)(4) is approximately 4 years 3 months old. The owner's manual part number 1125085 rev I (jul-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Technician for (B)(4) was dispatched to the consumers home to assess the m51 power chair for alleged noise and jerking issues and the chair stopping. The technician discovered a 401 error code. The right motor was replaced to correct the issue. The damaged motor is being returned to invacare for an inspection and evaluation. No injury alleged.